Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the anchor under magnification revealed no structural anomalies. The anchor threads, suture bridge and the suture are intact and maintain their integrity. It can be concluded that this failure was not caused by the anchor itself. It is a possibility that improper user technique as reported contributed to the anchor pulling out. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. Based on the complaint history for this failure, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder repair that two of the customer's gryphon p br anchors pulled out when the surgeon was passing the suture. The 1st anchor pulled out easily with very little tension. When the surgeon went to tie the second anchor he found it was floating in the patient's joint space. The surgeon retrieved the anchor by the attached sutures. The sales rep reported that the surgeon malleted the 2 anchors too deeply not matching the laser lines of the anchor to the drill guide. The second anchor was malleted too deep causing a slit in the glenoid. The following additional information was received from the sales rep on march 31, 2014. She was not sure if the anchor slid out the side through the slit created in the glenoid or just pulled out of the bonehole. The camera was not on the anchor at the time. The surgeon completed the procedure with 2 same type, same size implants in two new boneholes with no patient consequences or delay the customer discarded one of the implants. The sales rep reported the patient was a (B)(6) with average bone quality. The surgeon prepped the boneholes with the gryphon drill bit and the blue gryphon drill guide. The sales rep reported the surgeon may have been off axis as he does not do labral repairs that often. See associated medwatch # 1221934-2014-00160.

Event description:
The sales rep reported that during a shoulder repair that two of the customer's gryphon p br anchors pulled out when the surgeon was passing the suture. The 1st anchor pulled out easily with very little tension. When the surgeon went to tie the second anchor he found it was floating in the patient's joint space. The surgeon retrieved the anchor by the attached sutures. The sales rep reported that the surgeon malleted the 2 anchors too deeply not matching the laser lines of the anchor to the drill guide. The second anchor was malleted too deep causing a slit in the glenoid. The following additional information was received from the sales rep on (B)(4) 2014. She was not sure if the anchor slid out the side through the slit created in the glenoid or just pulled out of the bonehole. The camera was not on the anchor at the time. The surgeon completed the procedure with 2 same type, same size implants in two new boneholes with no patient consequences or delay the customer discarded one of the implants. The sales rep reported the patient was (B)(6) old with average bone quality. The surgeon prepped the boneholes with the gryphon drill bit and the blue gryphon drill guide. The sales rep reported the surgeon may have been off axis as he does not do labral repairs that often. See associated medwatch # 1221934-2014-00160.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device eval: in process.